Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the suction irrigator instrument to perform failure analysis. The instrument was analyzed and found to have a broken distal clevis. The distal clevis was returned with the instrument the distal clevis is not completely detached but hanging. Components adjacent to this broken distal clevis showed damage. The snake wrist cable and inner lumenare were found to be broken from distal clevis. The snake wrist was still intact.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy procedure, the tip of the suction irrigator instrument came completely off while the surgeon was performing blunt dissection. The fragment(s) were removed from the patient's abdomen. The pieces were cleaned and examined to ensure all pieces were recovered. A new suction irrigator instrument was opened and used to complete the procedure. Additionally, on 10-apr-2025, intuitive surgical, inc. (Isi) received voluntary medwatch report (MDR) with MDR report #mw5168424 stating: "during a robotic colectomy, a robotic suction irrigator broke at their tips while in the patient. No parts of instrument were retained in patient and an x-ray was performed after." Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and no damage was noted. When the event occurred, the surgical staff was performing suctioning and blunt dissection. The instrument was in use close to an hour prior to when the issue occurred. No functionality issues were noted during the surgical procedure until it fell apart. The instrument did not collide with any other instrument or other hard material during surgical procedure. The surgical staff did not feel any resistance while removing the instrument through the cannula. The surgical staff also did not notice any damage to the cannula after the event occurred. However, the surgical staff did notice that the tip was off of the suction irrigator instrument. The fragment was retrieved with a grasper and it was confirmed by reassembling the instrument after cleaning the tip off of blood and debris to verify nothing was missing. The surgical staff performed exploration of the surgical field, followed by an abdominal x-ray to confirm no additional fragments remained. No additional surgical procedure was required to remove the fragment; the customer only used visual inspection with a camera to verify that all fragments were retrieved. The procedure was completed robotically and no injury to the patient was noted at the time of the surgery. The patient did not return to the hospital due to experiencing any post-surgical complications. No photographic images of the devices or a video recording of the procedure is available for review.